Event description:
During the implant procedure of a left ventricular assist device (lvad), it was reported that after the fixation of the sewing ring, the surgeon observed bleeding from a suture hole between the felt ring and the silastic of the sewing ring. An additional suture and felt were placed to stop the bleeding and the implant procedure was completed without further issue.

Manufacturer narrative:
The patient remains ongoing with the implanted device and no further issues have been reported. No further information is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Manufacturer narrative:
The report of bleeding could not be confirmed as the device was not available to the manufacturer for evaluation. The device remained implanted in the patient; however, the patient later expired due to multi organ failure unrelated to the device and the device was not explanted from the patient. A review of device history records showed no deviations from manufacturing or qa specifications that would affect device function or performance. No further information is available. The manufacturer is closing its file on this event.